Event description:
It was reported that the dexcom g7 cgm experienced intermittent communication failure resulting in signal loss to the ilet; the user was instructed to toggle phone bluetooth, toggle the cgm, and re-pair the sensor (sensor code 8021). Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the cgm¿s electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.